Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry in a small plastic container with residue on lens. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.00 diopter, in the patient's right eye (od), on (B)(6) 2016. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.